Event description:
It was reported that pump experienced malfunction alarm malf 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump, was advised that insulin on board and maximum hourly bolus settings would reset, and no further assistance was needed from technical support.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.